Manufacturer narrative:
Investigation on-going. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted.

Event description:
It was reported to aesculap inc. That a columbus rev f mc glid.surf.t3/3+ 14mm (part# nr132m) was implanted on (B)(6) 2021. According to the complaint description, a surgery to replace the polyethylene component(s) had been planned. Debridement of scarring on the right knee would also be performed. The patient experienced decreased range of motion in the right knee and pain. The polyethylene replacement would likely be smaller in size. The procedure was planned for (B)(6) 2025. The adverse event is filed under aic reference (B)(4). Associated medwatch reports: 3005673311-2025-00010, 3005673311-2025-00011, 3005673311-2025-00012, 3005673311-2025-00013, 3005673311-2025-00014, 3005673311-2025-00015, 3005673311-2025-00016, and 3005673311-2025-00018.

Manufacturer narrative:
Corrected information: a2 patient age manufacturing site evaluation: the device was not returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation of the unit was performed and no parts were returned for failure analysis. Therefore, the investigation was not able to confirm a device issue that could be associated with the reported event. The device history records (DHR) were reviewed for the available lot number; the device was found to be within specification at the time of production. All device history records (DHR) are reviewed and released according to documented procedures and a device is not released if it does not meet requirements or is nonconforming. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.